Event description:
Angioseal arterial closure device was not able to be deployed. Device failed. No adverse outcome to pt.

Event description:
Add'l info rec'd from MFR 6/17/02: following a dianostic procedure, the 6f sts angio-seal device was inserted. Upon drawing back and locking the cap in the set position, the anchor of the device shuttled back into the sheath, followed by a nondeployment of the device from the right femoral artery. Manual pressure was held with no consequences to the pt. The pt had a non-eventful post-catheterization recovery and was discharged. Following receipt of the returned device, the investigation confirmed that the device had shuttled, indicated by the condition of the returned device. However, st. Jude medical was unable to identify any factors related to the device that may have contributed to the reported deployment difficulties. Not a reportable event.